Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first successfully installed on the 9th june 2009 and performed to specification up to the 3rd january 2010. The device records temperatures below the recommended minimum operating temperature throughout the history log. The device failed multiple self-tests due to a low battery between the 10th january 2010 abd december 2010, the device remained in fault mode until april 2012 when the device passed a self-test. Multiple manual power ups some of ten minutes duration were observed in the device memory between the 21st august 2012 and the 18th august 2015. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The ten minute time outs and the measurements taken, including the excess current drain, measured would confirm a failing membrane. The green status led was found to be constantly lit and the device failing to power on using the on/off button were also attributed to the membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.